Event description:
It was reported that there was a lead alert due to the left ventricular lead having impedance out of range and intermittent lv capture at 6 volts. Additionally, the patient had started feeling shortness of breath upon exertion. Reprogramming was completed and capture was normal again. The lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6949 lead, implanted: 2005-(B)(6); 4592 lead, implanted: 2003-(B)(6); 5076 lead, implanted: 2003-(B)(6). (B)(4).